Event description:
Charging issues between the implant and the external equipment.an advanced bionics rep performed device evaluation.the problem was confirmed.the patient has been implanted with a new advanced bionics spinal cord stimulator.